Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned device found that the subject stent delivery wire (sdw) was returned inserted in the concurrent microcatheter. The sdw was kinked bent and deformed. The stent (subject device) was found to be broken in two parts and one part was partially deployed in the concurrent microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was in good condition during preparation/prior to use on the patient and the stent was prepared as per dfu. The stent system was not flushed with saline prior to use which may have contributed to the transfer issue. The stent (subject device) most likely broke when resistance was encountered when transferring the stent system into the microcatheter, force may have been applied to advance or retract the stent (subject device). Based on the event description and the analysis the as reported can be confirmed. The as reported as well as the as analysed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. This is the first of 2 reports.

Event description:
It was initially reported that the resistance encountered when transferring the stent system (subject device) into the microcatheter. There were no clinical consequences to the patient reported as a result of this event. Analysis of the returned device revealed that the subject stent was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event.